Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was inserting the inferior screw into the metaglene and experienced some resistance. Rep suggested not forcing the screw any further and to back out the screw while we can, and either re-drill or insert a smaller screw. Surgeon attempted to insert the screw further, before agreeing to remove the screw. The driver tip snapped and broke the locking castle of the screw.

Manufacturer narrative:
Investigation summary: no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.